Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated the meshgraft ii. Initial qa inspection or repair of the meshgraft ii was not performed as the customer did not return the product for repair service. The reported event was non verifiable since the initial inspection was not performed as the customer was not respond back to authorize the repair. The root cause of the reported event could not be specifically determined with the information that was provided since the device was not returned for evaluation. The issue was not resolved as the initial inspection and repair was not performed as the customer cancelled the repair request. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was creating much larger holes than it was supposed to make. No adverse events were reported as a result of this malfunction.